Event description:
Unomedical reference number (B)(4). Event occurred in(B)(6) it was reported that the patient visited ER and eventually hospitalised due to allergic reaction from tape resulting in skin irritation on 01-mar-2024. The relevant treatment included to clean it with alcohol and nose spray "flulicason" was given. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6)patient country: (B)(6)